Manufacturer narrative:
Device is currently under evaluation into root cause.

Event description:
It was phoned in by the perfusionist that the aortic cannula was cracked at the connector. Not used on a patient found in reviewing inventory by the hospital.

Manufacturer narrative:
The cannula was visually inspected and found the crack observed at the t-connector. The root cause of the reported issue could not be confirmed. A manufacturing defect can also not be confirmed. The reported defect was possibly caused by inadequate drying time after the applied coating. Refresher training was performed for those involved in the manufacturing process. A product risk assessment in ongoing. Instructions for use were reviewed and found acceptable. This complaint could not be traced to a manufacturing or design related issue; however, a product risk assessment pra will be initiated due to the trend of confirmed complaints. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.